Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver was stuck on the initialization screen. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver's symptom was perpetually rebooting. The receiver case was opened, and no defect was found. The receiver log was downloaded and reviewed, and a screen error alarm was observed. The customer complaint was confirmed during log review. The root cause could not be determined. No product or data was provided for evaluation. The reported event of the receiver stuck on the initialization screen could not be confirmed. A root cause cannot be determined.